Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test performed on different dates. This MFR. Report addresses test one (1) of two (2). The customer reported an unknown number of false negative results with the binaxnow covid-19 antigen self test performed several times over a week. Additional testing was performed (at the urgent care) on the (B)(6) 2024 with an unknown test (platform - unknown) which generated a positive result. Additional testing was performed (at the urgent care) on the (B)(6) 2024 with ihealth rapid test which generated a positive result. Repeat testing was performed on the (B)(6) 2024 which generated a negative result. The consumer stated the patient did not get proper diagnosis due to false results. The consumer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided. The consumer also reported the false negative results via medwatch (mw5150033 and mw5150034).

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The customer reported two affected lot numbers 225711 and 225201, since we are not certain of which test provided the correct result see below for lot information. Information for lot number: 225711. Expiration date: 23aug2024. UDI: (B)(4). Information for lot number: 225201. Expiration date: 29jul2024. UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single use device: device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self test performed on different dates. This MFR. Report addresses test one (1) of two (2). The customer reported an unknown number of false negative results with the binaxnow covid-19 antigen self test performed several times over a week. Additional testing was performed (at the urgent care) on the (B)(6) 2024 with an unknown test (platform - unknown) which generated a positive result. Additional testing was performed (at the urgent care) on the (B)(6) 2024 with ihealth rapid test which generated a positive result. Repeat testing was performed on the (B)(6) 2024 which generated a negative result. The consumer stated the patient did not get proper diagnosis due to false results. The consumer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided. The consumer also reported the false negative results via medwatch (mw5150033 and mw5150034).

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The customer reported two affected lot numbers 225711 and 225201, since we are not certain of which test was performed on which date see below for lot information. Information for lot number: 225711. Expiration date: 23aug2024. UDI: (B)(4). Information for lot number: 225201. Expiration date: 29jul2024. UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.h10 h3 other text: single use device: device discarded.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. D4 UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225711 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225711, test base part number 195-430wjr / lot 223210. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225711 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single use device: device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on different dates. This MFR. Report is one (1) of three (3). The customer reported an unknown number of false negative results with the binaxnow covid-19 antigen self-test performed several times over a week. Additional testing was performed twice on 03jan2024: once at an urgent care with an unknown test and the second with ihealth rapid test. Both methods generated a positive result. The consumer stated the patient was symptomatic and did not get proper diagnosis due to false results. No additional patient information, including treatment and outcome, was provided. The consumer reported the false negative results via medwatch (mw5150033 and mw5150034).

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test performed on different dates. This MFR. Report is one (1) of three (3). The customer reported an unknown number of false negative results with the binaxnow covid-19 antigen self-test performed several times over a week. Additional testing was performed twice on (B)(6) 2024: once at an urgent care with an unknown test and the second with ihealth rapid test. Both methods generated a positive result. The consumer stated the patient was symptomatic and did not get proper diagnosis due to false results. No additional patient information, including treatment and outcome, was provided. The consumer reported the false negative results via medwatch (mw5150033 and mw5150034).

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. D4 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.b5, d4 - lot # , d4 - expiration date, g2 - report source , h10 h3 other text : single use device: device discarded.